Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated recommended replacement time (rrt) had been triggered out of box. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached recommended replacement time (rrt) prior to use. The device was never implanted. There was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. Cold temperature is the most likely cause for low battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.